Manufacturer narrative:
Additional information was provided in d.10., h.3., h.6. And h.10. Evaluation summary: the lens was returned in pieces inside folded gauze material, along with the fully assembled lens case placed in the opened lens carton. Solution was dried on the lens. One haptic is broken off at the gusset area and was returned in the gauze material. The optic is broken/torn into two large portions. A reverification of the lens dioptric power and toricity could not be conducted due to the lens being returned in pieces. All product and batch history records are quality reviewed prior to product release. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the complaint. The complaint information would suggest the root cause may be patient related due to their inability to adapt to this selection of lens. The replacement lens model and diopter information was not provided. During the manufacturing process, each lens of this lot was subjected to a 100% assessment of the power, toricity, and optical resolution in order to determine acceptability per this lens model and diopter. A definitive confirmation for the complaint root cause cannot be made based on available information. The manufacturer internal reference number is: 2020-18741

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following a cataract surgery with an intraocular lens (iol) implantation, the patient was not able to adapt to the lens due to residual refractive error. The iol was exchanged for another iol approximately two weeks following the initial implantation. Additional information has been requested.